Event description:
Complainant alleged that while attempting to treat a pt, the device analyzed the patient's heart rhythm and gave a "no shock advised," however, the clinician believes an unintended shock was delivered. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.